Event description:
It was reported that the patient spinal cord stimulation (scs) was not working as intended. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.